Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgeon manipulator (usm) was analyzed, and the reported issue regarding taking usm control was neither confirmed nor replicated. During failure analysis investigation, the usm was driven around but no issue was found when swapping between the usms multiple times. The usm also passed remaining testing without any issues or faults. As a precaution, the axes controller spar cannula printed circuit assembly (pca), cannula mount, carriage presence pins, axes controller carriage receiver pca, axes controller carriage interface pca, and top plate will be replaced. The complaint regarding problems taking control of usm 4 was not confirmed based on the failure analysis, which indicates that the device did not contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting problems taking control of the universal surgical manipulator (usm) 4, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer was dispatched to the customer site to investigate the reported event. The fse was able to reproduce the reported complaint and replaced the usm to resolve the issue. System was tested and verified for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is being reported due to the following conclusion: site reported unintuitive movement with the universal surgical manipulator (usm). Unintuitive motion could lead to subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
The intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) that during a da vinci-assisted partial nephrectomy surgical procedure performed on the previous day, the surgeon stated he had problems taking control of arm 4. The surgeon also stated that this has been an ongoing issue. The tse reviewed the logs and found no errors for arm 4. The csr stated that they replaced the drape and instrument and still struggled to take control of arm 4. The surgeon stated that it only happened when he swapped control to arm 4 from arm 3. The csr did not call in while the issue was happening so no troubleshooting was done. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to inability to move instrument. There was no shakiness or friction experienced. There was no instrument-to instrument or arm to arm interference. There were no external collisions. The issue was more intermittent. The device was inspected prior to use. There was no harm to the patient.